Event description:
The device was used during an unspecified procedure. Reportedly, the safety shield did not retract. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.